Manufacturer narrative:
The hill-rom technician found that the latch cover was bent. He replaced the latch cover to resolve the issue.

Event description:
Info received indicated that the left head siderail would not latch.